Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the stimulation was gone from the patient's right arm and the pain had moved to the fingers of both hands. The patient was in unconceivable pain. Nothing would cover the amount of pain. It was noted the stimulation was supposed to cover both arm and trapezius area. There were no falls, traumas, medical tests, procedures, or any new physical activities. The patient had contacted the physician a couple of weeks prior to the report. The patient noted she did not take anything for the pain as she got physically sick from the pain medications. It was noted the stimulation was on. Later, the healthcare provider (hcp) reported they wanted a manufacturer's representative paged due to the implantable neurostimulator (ins) not working. Relevant medical history included cervical radiculopathy, spinal pain, complex regional pain syndrome, reflex sympathetic dystrophy syndrome, and thoracic outlet syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.